Event description:
The customer stated that his meter blood glucose results read 440 mg/dl. The results of another meter reading was 113 mg/dl. The difference between the customer's meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.